Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead was returned in three pieces. Visual examination of the distal lead portion found two external insulation abrasions caused by friction to another device or feature of the heart breaching the ring electrode cables lumen with no damage to the cable etfe coating and the inner coil lumen was breached/damaged in both regions due to procedural damage and an external insulation abrasion caused by friction to another device or feature of the heart breaching the right ventricle cables lumen with the etfe cable coating of both right ventricle cables abraded in the abrasion zone and the inner coil lumen was breached/damaged in this region due to procedural damage.